Manufacturer narrative:
Device not returned.

Event description:
It was reported that resistance was experienced during the fill process with multiple cartridges. Customer¿s blood glucose level was 133 mg/dl. The issue was resolved by performing a cartridge change.